Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. No information regarding the specific customer issue that occurred with the device was available. Visual inspection noted the instrument firing knobs were retracted, and the articulation lever was in neutral position. Also, internal components revealed sheared teeth on the firing rack. Functionally, the instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. The most likely cause could not be established from the information available. This issue may occur in any of the following circumstances: first, firing over tissue that is beyond the recommended thickness range. Second, firing with an obstacle incorporated in the jaws. Lastly, attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form prop erly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, the device was difficult to load. 2 reloads could not adjust to the handle, both are not match with each other. The surgeon tried to used another handle however same issue occurred still could not be loaded. When the surgeon used another type of reload it could be loaded and used with no other issue. There was no patient injury.